Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display and cosmetic damage located at the battery compartment found on july 07, 2022. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electric board . No evidence of physical or moisture damage on theelectric board , force sensor, motor and vibrator assembly noted. By using a test case, the device powered up properly, continued on self test, currents testing and history files/traces download. The device passed the self test, sleep current measurement and active current measurement. The device was monitored, and no blank display noted. Successfully downloaded history files and traces using thus.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running., low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: july 07,2022 15:16:14.000, 07/07/2022 15:26:00.000 july 07, 2022 15:28:10.000, july 07, 2022 15:28:22.000 and 2022 15:28:49.000 post-reset ram crc alarm alarm was recorded and found in the formatted history file on: july 07, 2022 15:27:03.000 july 07, 2022 15:29:04.000 power loss alarm was recorded and found in the formatted history file on: july 07, 2022 15:27:17.000, july 07, /2022 15:27:28.000 july 07, 2022 15:29:38.000, 07/07/2022 15:29:49.000 post-reset ram crc alarm and power loss alarm were expected since the device resets after the battery was removed on july 07, 2022 15:16:14.000, july 07, 2022 15:26:00.000, july 07, 2022 15:28:10.000, july 07, 2022 15:28:22.000 and july 07, 2022 15:28:49.000. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, continued on self test, currents testing, history files/traces download and no blank display noted.

Event description:
The device was returned for analysis.